Event description:
Rv thresholds were elevated for some time (3-4 months) before coming back down. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).